Event description:
It was reported that the user experienced loss of glucose readings on the ilet while the dexcom g7 app continued to display bg values. The ilet showed a ¿replace or stop sensor¿ status before readings later appeared on the pump indicating a low value of 55 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and return of blood glucose to range during the call, with no emergency care or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the g7 sensor pairing and code were correct and that readings subsequently resumed on the ilet. It was concluded that the event involved transient signal loss between the g7 and ilet with a confirmed hypoglycemic reading, resolved with user intervention and without further adverse outcome.